Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving lioresal 500mcg/ml at 65 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history included spinal cord injury, cardiac valve replacement and a cardiac stent. The patient's concomitant medications were unknown. On (B)(6) 2016, the patient reported to the hospital for routine pump replacement (due to elective replacement indication (eri) of five months). During the pre-op discussion, the patient stated that he had been supplementing with oral baclofen for approximately one year as he had been experiencing an increase in spasticity. The patient did not have a catheter work up at that time as he could not have a surgical revision due to a recent cardiac surgery (medical history). During the pump replacement, it was noted that cerebrospinal fluid (csf) could not be aspirated from the side port. Upon opening the lumbar incision, it was noted the catheter had "fractured deep to fascia at the spinal entry site." The spinal segment appeared to have retracted into the intrathecal space and was not retrieved. The pump segment of the catheter was explanted. No troubleshooting was performed. The patient's status was reported as "alive - no injury." As of (B)(6) 2016, the issue was not resolved. The surgeon opted to replace the pump as planned but to bring the patient back to the operating room at later date to place a new catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.